Event description:
Physician reported to sales rep that at an unspecified time following exploratory laparotomy and right hemicolectomy, the pt returned with a chronic wound sinus or infection. Physician opened the wound to allow for drainage and rebandaged. The pt improved after suture removal.